Event description:
Potential carcinogen in lung; philip's respironics marketed a medical device which has a potential carcinogen in it, which I have been using for years. I registered immediately when my doctors office called me and told me the problem. How long do I need to be exposed to life threatening health risks before I get a new dreamstation asv machine? I registered online last september I believe, and no one followed up with me about it. I have now been getting worse with sob which with even minimal exertion I become tachycardic, diaphoretic, tachypneic, lightheaded & dizzy. I am having a more difficult time recovering from these bouts of shortness of breath, and I'm getting closer to passing out. I need a new machine because mine was built with a cancer causing sound abatement foam and has been recalled! I've called, emailed, registered, but have no idea what to do now...wait till I get cancer and die. I see a doctor for every body system, but renal. Go figure. FDA safety report ID # (B)(4).